Manufacturer narrative:
Initial reporter last name (B)(6). Initial reporter address (B)(6). Initial reporter city -(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume infusors. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name (B)(6). Initial reporter address (B)(6). Initial reporter city -(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume infusors. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the devices were manufactured from march 3, 2021 - march 4, 2021. H10: the two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rate was found to be within the product specification range for both returned samples. Based on the sample evaluation result, the two infusor units were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.